Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall around (B)(6) 2019, and since the fall their stimulation wasn't feeling the same and the stimulation coverage had changed. The rep met with the patient on (B)(6) 2019 and checked impedances, which were "good". An x-ray was then ordered to check for lead migration. The results of the x-ray were not provided in the report. No further complications were reported or anticipated.